Event description:
It was reported that the patients ipg was defective. No device malfunction was suspected by the physician. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was defective. No device malfunction was suspected by the physician. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned.